Event description:
It was reported that during an angioplasty procedure, the balloon allegedly disconnected from the system. It was further reported that the physician was able to perforate the impacted balloon with a us-guided needle and retrieve the folded balloon in the common femoral vein via open dissection. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned to the manufacturer for evaluation. One document containing three electronic photos of the device was received. First photo shows the device and it is appeared to be bloody. The balloon was noted to be detached from the catheter and the marker bands are noted to be in position. Second photo shows the balloon detached from the catheter and it is noted to be bloody. The marker bands are visible and noted to be in correct position. Third photo also shows the balloon detached from the catheter and it is noted to be bloody. The marker bands are visible and noted to be in correct position. No other anomalies were noted on the device. The reported balloon detachment can be confirmed, since the balloon was noted to be detached from the device in the received electronic photos. The investigation for the reported balloon detachment can be confirmed, since the balloon was noted to be detached from the device in the received electronic photos. A definitive root cause for the reported balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2022), g3, h6 (method). H11: h6 (results and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 09/2022.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly disconnected from the system. It was further reported that the physician was able to perforate the impacted balloon with a us-guided needle and retrieve the folded balloon in the common femoral vein via open dissection. The current patient status is unknown.